Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, pumping did not start when the start button of the cardiosave intra-aortic balloon pump (iabp) unit was pressed. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d1, d4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the issue. There were no alarms or malfunctions present. It is speculated that the augmentation button may have been pressed before the start button. The unit passed all safety and functional tests and was returned to the customer for clinical use.